Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint, and completed the device evaluation. Failure analysis confirmed, the customer reported complaint. This instruments grip tips were not moving intuitively. They were not following the master tool manipulator (mtm) input commands smoothly. The grip tips were able to open and close properly. However, the yaw and pitch motions appeared to be non-intuitive. The instrument was compared a known functional instrument. And it was observed, that when the shafts were in the same orientation, the roll input gears were in different positions. The roll input gear was removed and placed back into the instrument in the correct position. The instrument was then retested on the in-house system again and passed intuitive motion.

Event description:
It was reported, that during a da vinci-assisted surgical procedure. The grip failed on the tenaculum forceps instrument. The procedure was completed with no reported injury.